Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was not returned, so no visual inspection or functional testing was completed. Based on the information available, an assignable cause of undeterminable was assigned to this event because the product was not returned. However, thrombosis is a known risks associated with endovascular procedure and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. The subject device was not available.

Event description:
It was reported that the main coil prematurely detached during implantation inside the patient, starting thrombosis in the vessel. The physician removed the coil with the aid of another device (unknown type and competitor).

Manufacturer narrative:
The subject device is unavailable.

Event description:
It was reported that the main coil prematurely detached during implantation inside the patient, starting thrombosis in the vessel. The physician removed the coil with the aid of another device (unknown type and competitor).